Manufacturer narrative:
G4:09mar2021. B4:13mar2021. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the blower assembly to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Upon further review, the unit was not in use when the reported issue occurred. Based on this information, the reported issue has been deemed not reportable, as the event does not present a potential risk of patient harm or injury.

Manufacturer narrative:
A blower assembly was returned for analysis. Visual inspection of the blower assembly's outer surface revealed no evidence of damage or contamination. The blower assembly's end cap was removed, and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 22feb2021.

Event description:
It was reported that the ventilator had an operational sound. Reportedly, at the time of expiratory positive airway pressure (epap) it was louder than usual. There was no patient involvement.